Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulse field ablation (pfa) procedure a farawave 2.0 cath 31mm - us was selected for use. It was noted there was a spline damage/defect noted which required it to rotate, manually. The procedure was completed using an alternative device. No patient complications occurred.